Manufacturer narrative:
Iu confirmed the meter for display defect; multiple solid vertical lines appear on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the result during the simulation test; therefore, misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Failure analysis reported that this meter was manufactured after lcd improvements were investigated and these product / process improvements were put into place to reduce the occurrence of this type of defect. Additional finding: the battery door latch is broken and taped on. Failure analysis indicated that the latch had been broken off the battery door. Failure analysis indicated that the meter has a high test count indicating that the damage observed to the meter was a result of product mishandling by the customer. All meters are confirmed for functional testing before being shipped from the manufacturer indicating that the damage observed to the meter's battery door was a result of product mishandling by the customer. Failure analysis determined that the damage was a result of customer mishandling. Failure analysis indicated that a defect with the inking application on the button assembly caused the graphics to appear faded. The customer's allegations of black lines down the screen and broken battery door were observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation.

Event description:
Patient reported there are a few black lines down the screen of the blood glucose monitoring device. Patient stated the battery case on the back keeps coming off as well. Patient reported the measurement results are not affected. Preliminary results on (B)(6) 2013 verified display malfunction which might lead to the misinterpretation of a blood glucose result or the misinterpretation of insulin amounts. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.